Event description:
Add'l historical info received via a medical chart review revealed the patient experienced ineffective stimulation. The patient complained of her pain symptoms being poorly controlled. The patient's scs system was explanted on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.